Event description:
It was reported via repair work order that there was a loss of motor functions as the power cord was cracked. It was also reported that the right foot stirrup would not lock due to stirrup latch gear malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.